Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: during a fistula case the sheath was leaking quite a bit out of the valve; the device was switched out to the 7fr with no issues; blood loss was less than 250ml; the procedure was completed; and there was no patient impact.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00040 to provide the sample evaluation results. The actual device was not returned but two opened samples from the reported product code lot number combination were returned to the manufacturing facility for evaluation. Both samples were evaluated and revealed no visual anomalies. Leakage testing revealed no leak on either sample. The valves were removed from the sheath housing and an off-center anomaly was revealed on each sample. A visual examination of the retention samples from the reported lot as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed no leak. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There have been no previous reports for this part/lot number combination. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00040 to provide the sample evaluation results.